Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of change in flowrate without input. The device was tested for flow accuracy and was found to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a change in flowrate without input during delivery in the general patient ward. "The patient was connected during this event, and sodium chloride 0. 9% at 30 ml/hour, the pump changed the rate to 100 ml/hour without nursing input. The last sodium chloride infusion observed on 3/14 in the pump which did not be seen during a change in the rate from 30 ml/hour. However, the sodium chloride infusion infused on 3/12 I did observe a rate change from 30 ml/hour to 100 ml/hour. It appears that a rate change was confirmed by the nurse. Also, noticed in the history log is that the user turned on the volume to be infused (vtbi) on the display settings" there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.